Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed an internal pulse test. The cause was isolated to a poor connection between the defibrillation and ca board. Connectors j1002 and j1003 were contaminated. Upon cleaning the connectors the device passed all testing. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the internal pulse test. The last patient to use this monitor did not report any deficiencies.